Event description:
Note: this report pertains to second of two devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-00085 for a description of the other event. It was reported to boston scientific corporation in 2008 that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. According to the complainant, "the peg would not track over the wire" during the procedure. They tried a second device which had the same issue. The procedure was completed with another endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "doing well".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.